Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release. The 510k number is unknown as this is a custom defined product.

Event description:
It was reported that during use flushing difficulties and inaccurate readings were observed. The dpt was available for evaluation. There were no adverse patient consequences reported. Inquired of patient demographics however the reporter was unable to obtain.

Manufacturer narrative:
We received one double dpt with an attached trifurcated IV set for examination. The reported event of "flushing difficulties" was not confirmed. The returned pressure monitoring kit was primed and flushed without any problem. The flush devices of the dpts functioned properly. No indication of occlusion or flow restriction was noticed during priming. A visual inspection of the kit did not reveal any evidence of blockage. In addition, the reported event of "inaccurate readings" was also not confirmed. Both dpts zeroed and sensed pressure accurately on the pressure monitor. Pressure readings were stable during an 8 hour output drift test. Electrical testing also showed that both and output impedances were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the kit during pressure test. No visible defect was observed from the kit. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.